Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. This report is associated with MFR report number: 3005168196-2015-01045.

Event description:
The patient was undergoing a coil embolization procedure in the right ovarian vein using ruby coils and a px slim delivery microcatheter (px slim). During the procedure, while advancing a ruby coil through the px slim, the physician met resistance and the ruby coil pusher assembly became kinked. After removing the ruby coil from the px slim, the physician noticed that the outer surface of the px slim had a kink. The procedure successfully continued using new ruby coils and the same px slim. There was no report of an adverse effect on the patient.